Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high defibrillation thresholds (dft) during induction testing. The patient required external shocks. The position of the system appears appropriate per the field representative. Dfts were performed the following day using a different sedative (etomidat instead of propofol) however the non-conversion was observed and external shocks were delivered. Finally 80j standard polarity was successful in cardioverting. No programming changes were made and the device remains in service.